Event description:
This lead was capped on (B)(6) 2014 due to dislodgement. It was then explanted on (B)(6) 2014 along with the capped rv lead. The hospital retained this lead. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.